Event description:
The customer called for assistance linking the sensor to the insulin pump. The customer then stated that she was hospitalized last night with a blood glucose of 848 mg/dl. The customer stated that the insulin pump was not functioning. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.